Event description:
A doctor was giving a shoulder injection to a patient and the needle broke of in the patient. The cannula stayed in the patient and the hub was disposed of. The doctor was using an injection containing steroids mixed with lidocaine. The needle was not removed form the patient. The reporter indicated that the patitent is fine.